Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (During follow-up with the reporter, they stated that the issue occurred during priming. There was no patient involvement.), (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the air vent was missing, which caused the leak. The reported condition was verified. The cause was determined to be due to a machinery issue during the manufacturing process. To address this issue, updates were performed to the machinery, and involved personnel were provided with awareness training. Also, a CAPA has been opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leak saline. The process step is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.